Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump alarm had occurred due to zero ml reservoir volume reached. Patient was asymptomatic. It was stated that the patient had neglected to come in after low residual alarm sounded. Patient was in for refill and physician was able to aspirate 1.4ml of baclofen. The pump had not been empty. Programming showed 40.2 ml had been delivered, however, actual was in fact 1.4ml remaining. It was noted that after numerous attempts to effectively communicate with the pump using 4 different 8840¿s, the clinic was unsuccessful. They had tried alleviating every possible variable and still had no communication with the pump. It was stated replacement surgery had been scheduled in (B)(6) and pump will be replaced and returned for analysis. Additional information will be provided when available.